Event description:
The device was returned form customer for service. During service by baxter technician, the device failed accutracy test with underdelivery.no record of any patient incident involving the pump.